Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-jun-2026, a sales representative reported via email that an ar-2324pslc-2 peek swivelock c, double-loaded (4.75 mm x 22 mm) pulled out following insertion after the green punch was used during a procedure. The issue was discovered intraoperatively on (B)(6) 2026, with no patient harm reported. Additional information was received on 07-jul-2026: the procedure being performed was a rotator cuff repair (rcr). Additional information confirmed that the ar-2324pslc-2 peek swivelock c, double-loaded (4.75 mm x 22 mm) anchor pulled out during insertion following preparation with the green punch. The affected anchor was removed, and no portion of the device remained implanted in the patient. A replacement 8 mm biocomposite anchor was implanted at the site and functioned as expected, allowing the procedure to be completed successfully. There was no delay to the surgery, and no additional anesthesia was administered. No patient harm was reported.